Event description:
It was initially discovered while reviewing the manufacturer's programming history database that the patient was at unintentional settings due to an incomplete diagnostics. There was no final interrogation prior to the patient leaving the office which would have caught the setting change. The came in to the next appointment a those setting and they were corrected at that appointment.

Manufacturer narrative:
Analysis of programming history.